Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of failure to release from catheter. Imdrf impact code f23 captures the unexpected medical intervention of using biopsy forceps to remove clip. Imdrf impact code f2301 captures the additional device required.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an unknown procedure performed on (B)(6) 2026. During the procedure, at the moment of deployment after two clicks, the clip remained attached to the tissue and the catheter did not release. After several unsuccessful attempts, the catheter was removed using biopsy forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. At this time there is no further information available to report. Further information has been requested and will be provided if it becomes available.